Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va11n8y, implanted: (B)(6) 2016, product type lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 12-nov-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient is reporting incision site pain and pocket pain. The pocket pain is constant even when the device is powered off. The patient also reported lead insertion site pain. Upon examination the lead appeared to be puckering just under the skin. The manufacture representative said when a new healthcare professional is assigned to this urology practice in september, they will discuss revision/explant options with the patient. External factors contributing were said to be the lead may have been placed too superficial. The implanting physician attempted 3 pocket revisions, on the same side as the original implant, all within the original pocket. There were no impedances reported on the lead. Current actions being taken were waiting for a consult with the new healthcare professional and revision/explant before resolution can be reached. The manufacture representative said surgical intervention has not yet occurred but will have to in the future. When the new healthcare professional is assigned, they will discuss explant/revision with the patient.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va11n8, implanted: (B)(6) 2016, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the cause of the pocket site pain was determined. They wrote that the prior implanting physician had conducted too many pocket revisions in generally the same pocket space on the patient. The cause of the lead insertion site pain and the lead appearing to be puckering under the skin was due to the lead being placed too superficially in the patient. Device replacement was planned but not scheduled until the new physician starts at the practice. The rep was going to confer with the new implanting physician when they start at the practice. As of now, the rep had spoken with the practice np, about the causes of the pain.